Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 233mg/dl. The customer stated that the insulin pump alarmed, and the drive support cap was flush. The caller also stated that the device was stuck on the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.